Manufacturer narrative:
(B)(4). The customer reported the ac power module failed to power the device. There was no reported pt involvement. The customer tested the device with another of their ac power modules and the device worked fine. The ac power module was replaced to resolve the issue. The ac power module was not available for eval.

Event description:
The customer reported the ac power module failed to power the device. There was no reported pt involvement.